Event description:
Customer reported that the insulin pump had scratches on the display and they were getting worse. Customer stated that they had issues readings the screen without having to tilt the insulin pump. Customer also mentioned that the alarms were not loud enough. Customer's blood glucose reading at the time of the call was 339 mg/dl. No further information reported.

Manufacturer narrative:
It was noted that the audio tone was normal and working properly. Lcd screen is readable. Unit passed pump self test and displacement test. Minor scratches on lcd window noted. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.